Manufacturer narrative:
The target lesion was calcified. Stenosis was 99%. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. The inflation device remained on negative pressure during delivery of the device. Resistance was noted advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The stent passed through a previously deployed stent. It was reported that stent dislodgment occurred during delivery to/at the lesion. The dislodged stent was removed using a snare. The patient was reported to be alive with no further injury reported post procedure.

Manufacturer narrative:
Product analysis summary: the balloon folds were expanded. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. Deformation was evident to the dislodged stent. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.